Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer¿s site to evaluate the iabp. The stm was unable to reproduce the reported issue. The stm observed the log files and no corresponding history of the reported issue was detected. The stm then performed all calibration, functional and safety tests as per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) failed to track. It was later clarified by the service territory manager (stm), that the initial failure was unable to trigger. There was no patient involved; thus, no adverse event reported.